Event description:
Patient pump not pushing-spring broke. No other information known. Indications: common variable immunodeficiency with predominant abnormalities of b-cell numbers and function. Reported to cvs/caremark by: patient/caregiver.